Event description:
On (B)(6) 2013, it was reported that this patient fell. Since that time, the patient was unable to feel stimulation and was now having some drops related to epilepsy again. X-rays were taken, but no lead break was identified. Follow up showed that the patient did not feel stimulation after a fall in (B)(6). The patient's seizures had disappeared after vns implant. When the patient was seen in (B)(6), the patient presented with seizure falls. X-rays showed nothing. The physician believed that the patient trauma from the fall in (B)(6) caused the device to stop working. As a result, the patient's device stopped functioning. The (B)(6) fall was not believed to be related to vns. A system and normal mode diagnostic from (B)(6) 2013 are both within normal limits. Surgery is likely but has not taken place.

Manufacturer narrative:
Review of programming history.

Event description:
An implant card received on (B)(6) 2013 indicated that this patient underwent full revision on (B)(6) 2013. Follow-up showed that 'the change occurred because the battery was not working.' Since revision, the patient was better and had not fallen. Attempts for additional information have been unsuccessful. The explanted devices are not expected for return as the hospital destroys them.